Event description:
During kyphoplasty procedure, the kyphoplasty product did not function properly, the sheath did not retract, therefore, the cement hardened prior to insertion. The kypon rep, (B)(4), went to an area of storage and retrieved an outdated product, -from a closed box waiting for return to company- and dispersed it to the field, without checking the date on the product. The rep did not follow hosp policy and procedure, he should never hand product to the sterile field. The circulator was unaware of that until she went to document the info. The surgeon was notified and procedure completed. Initial report submitted by medtronics MFR report # 2953769-2012-00053. This is being submitted to clarify the event that occurred. Surgeon has followed up with pt, no complications noted at this point. Pt aware of event. Diagnosis or reason for use: compression fracture t12 l1.